Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a motor shutdown ventilator inoperative error code was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additional findings not related to the malfunction/issue, the blower assembly and fio2 sensor were replaced to address non-critical events recorded in the log file. In the diagnostic test, the fio2 sensor receptacle verification part failed. The 3 way solenoid valve was replaced. The unit passed all final testing. No further investigation is required.